Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported that on the follow up CT scan, a possible type iii junctional endoleak was observed between the ipsi bifurcated limb and the iliac limb. Per the physician, the cause of the type iii junctional endoleak was possibly due to not enough overlap or no overlap between the stent grafts. The patient does not want another surgery at this time. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient returned for secondary intervention. The physician elected to implant an endurant 16x16x124 iliac limb to ¿bridge¿ the stent grafts. The type iii separation endoleak was resolved. The patent is doing well.